Event description:
The pt is currently enrolled in the strong registry in (B)(6). At 16 months post implant the in-stent stenosis was observed in the popliteal artery (right). Intervention included percutaneous transluminal angioplasty (pta) with a balloon was performed. Following pta, results were "very good." The cause of the restenosis is unk; there is no indication of a device malfunction.

Manufacturer narrative:
The cause of the event is unk. No indication of a device malfunction. The cause is likely the pt's disease progression.